Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08148. It was reported that guide wire fracture occurred. A rotablator and rotawire¿ were selected to treat the target lesion. When the burr was tested outside the patient, it was noted that the rotawire was fractured. The procedure was completed with another wire. No patient complications were reported.